Event description:
It was reported that a customer experienced an issue with their insulin pump display, as the screen remained black and was later found to be broken, though the touchscreen was still responsive but unreadable. There was no adverse impact to the customer¿s blood glucose level. The device was set to be returned, and a replacement pump was issued with a new serial number.